Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The associated lot numbers were 21a1203z and 21c1007z. Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported approximately 16 hours into a pediatric continuous renal replacement therapy (crrt) in hemodiafiltration (cvvhdf) mode (connected to extracorporeal membrane oxygenation circuit), with a prismaflex control unit and two (2) units of prismaflex hf20 clotted resulting in a blood loss. The amount of blood loss was not specified. Treatment was restarted two and a half hours later with a new prismaflex hf20. Nine hours into treatment, the filter clotted resulting in an unspecified amount of blood loss. Treatment was restarted again on a new prismaflex hf20. On the following day, reported as seventeen hours into treatment, the filter clotted resulting in an unspecified amount of blood loss. It was reported that the prismaflex control unit generated a malfunction: self-test failure code 2, code 4, and code 6 alarms. The patient required packed red blood cells transfusion for the event. The outcome was not reported. No additional information is available.